Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was providing inconsistent tidal volumes during use. When asked for clarification, the reporter advised ventec that they were referring to its exhaled tidal volume (vte) levels, which showed "no return volumes" on the display. The reporter advised that the patient's device was exchanged. There were no reports of patient harm as a result of the reported issue.